Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was seen in clinic for a loose power port 1 and loose data port. There was no damage, force or dropping of the unit reported. There were also no alarms or ventricular assist device (vad) stops reported. A controller exchange was performed and it was stated that there was no effect to patient. No additional information available.

Manufacturer narrative:
It was reported that power port 1 and data port of the controller was loose. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed during visual inspection. Failure analysis of the returned device revealed that the device failed visual inspection due to a loose serial port and power port 1 connector. Additionally, it was observed that the serial port data cap was missing. This finding is not related to the reported event and was likely due to the handling of the device. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. The manufacturer has opened an investigation with the supplier investigating loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.